Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge air bubbles were observed in the patient line and the the patient line appeared to be disconnecting from the cartridge. Customer changed the cartridge to resolve the issue. Subsequently, the customer received an occlusion alarm. Customer changed infusion set and the cartridge to resolve the issue. Customer's blood glucose level was 155 mg/dl.